Event description:
It was reported that a hair was found inside the balloon sheath. An agent us mr 2.75 x 15mm balloon was selected from treatment. During the preparation a hair was found inside the balloon sheath. The procedure was successfully completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.